Manufacturer narrative:
The device was received for evaluation. During functional testing, the device found the issue to be attributable to burn damage. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Visual inspection found the cause was the burn damage present on both input/output (I/o) board and rear case flex. The rear case and I/o board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was damaged during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.